Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 192 mg/dl. The customer stated that she was asleep when the alarm occurred, and she was unsure what could have happened. She noted that she does toss and turn in her sleep. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was noted on the keypad traces. No button error alarms were noted during testing. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.